Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No prime or fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly. Customer stated that insulin pump was not recognizing the reservoir whenever she was changing the reservoir. Customer stated that insulin was not squirting out after motor stops during manual prime process. Customer stated that he was not able to exit preparing to prime loop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.